Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the customer experienced intermittent temperature alarms starting approximately one week prior. The customer experienced an elevated blood glucose (bg) during the first alarm, but could not recall the exact bg level. The customer was able to clear the alarm and deliver a bolus via the pump to treat the elevated bg level. The customer reported the temperature level to be "normal temperature conditions". The customer reported receiving the alarms 2 additional times. During those instances there was no effect to the bg level and the temperature conditions were reported as "normal and mild temperature conditions". The customer will continue to use the insulin pump until the replacement is received.